Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the ins was at end of service (eos). The patient stated that they had only been implanted for 1 year and their last ins lasted for 8 years; the patient wanted to know why the ins battery only lasted for one year. The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that there weren't any different circumstances. Patient stated they used their ins on the same settings as the old one. Did not use it at night. The old one lasted 8 years. Patient stated no steps were taken to resolve the issue as they are the only caregiver at the time for their husband and no way they could have a surgery at this time. Patient stated the person that was assigned to them was the one that said it was gone and never heard anything from the person who installed it. Patient stated the issue has not been resolved. Patient stated the device lasted about 11 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the end of service was caused by battery depletion. The patient planned on contacting their neurosurgeon to schedule a surgery consultation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.